Event description:
It was reported that the elective replacement indicator was on in the ICD. The hvb lead impedance was reported to be 13 ohms upon retest with a new ICD the lead measured within acceptable limits. The physician expressed concern about the device measuring a low hvb lead impedance. The device was replaced and returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. We did receive performance data collected from the device and have analyzed the data. Time of eri (elective replacement indicator) in save to disk on (B)(6) 2009 03:00:05, device eri <=2.55 v. 1 - patient alerts for low bv on (B)(6) 2009 03:00:05. Weekly log battery voltage trend data shows min bat=2.57 to 2.50 volts between (B)(6) 2009 and (B)(6) 2010.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.